Event description:
Corpak corflo enteral feeding tube guidewire and tubing kinked, unable to flush or use. Ref 20-7431aiv2, lot 79540, (B)(4). Tube removed and replaced with effective device. No harm to patient.